Event description:
On (B)(6) 2026, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter read inaccurately compared to another meter (verio flex). The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2026, after lunchtime, she obtained blood glucose results of ¿127 mg/dl¿ with the subject meter and ¿117 mg/dl¿ on the other device. The patient stated that she manages her diabetes with a non-insulin injection (mounjaro). It was not reported if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. On (B)(6) 2026, after the alleged issue began, the patient stated that she experienced symptoms of ¿dizziness, nausea, sweaty, fatigue and a sensation that she was having a stroke¿. In response to the symptoms, the patient stated that she took some orange juice then was taken to the hospital. The patient was unable to recall the blood glucose result obtained at the hospital. The patient reported that she was admitted to the hospital and was treated with unspecified intravenous fluids. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca noted that the test strip vial was intact and that the correct testing process was being followed. The cca noted that the patient did not have control solution to perform a quality control test. This complaint is being reported because the patient reportedly required medical intervention for an acute complication of diabetes after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.